Event description:
Report received from USA stating that the wires of the device were exposed. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" was confirmed. (B)(4) observed that the cord had been torn/cut near the connector, exposing the strain relief of the cord. The unit also was observed to have a damaged thermistor, possibly as a result of the cord damage. If additional info is received, a supplemental report will be sent. (B)(4).